Event description:
Related manufacturer reference number: 2017865-2022-22643. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that both the right atrial and the right ventricular lead exhibited oversensing noise. It was also noted that the right atrial lead was fractured. The rv lead was explanted, and the ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.